Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Device history records review was conducted. The report indicates that the: part #03.010.523, lot #8953355, manufacturing location: (B)(4), manufacturing date: 14.aug.2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial im rodding mid shaft femoral procedure on (B)(6) 2016 the driving cap broke into the radiolucent handle. The doctor was back slapping the lateral entry nail and while in the process the driving cap broke in the handle. There were no fragments or surgical delay. The doctor achieved his desired results and the procedure completed successfully. No additional instrument or intervention was required. The patient outcome was unknown. Additional information requested. This complaint involves 1 part. Concomitant devices reported: radiolucent insertion handle for expert nails 100mm(part #03.010.486, lot #8897346, quantity #1), hammer guide for slide hammer (part #357.22, lot #unknown, quantity #1). This report is 1 of 1 for (B)(4).